Manufacturer narrative:
To date, the product has not been received for eval. A follow up report will be sent if the product is received for eval. A review of this product's history for the past 2 years showed no other similar reported problems.

Event description:
It was reported that the facility received the sterile packaging for this implant opened, affecting the sterility of the product. There was no report of pt involvement related to this event.